Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, she did not undergo confirmation test. Reporter information, patient demographic details , essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced eczema ("rashes or skin conditions type: eczema"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), abdominal pain lower ("lower abdominal pain"), vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("vaginal discharge caused yeast infection") and eye pain ("vision/eye problems type: both eyes hurt"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and ovarian cyst ("ovarian cysts"). In (B)(6) 2012, the patient experienced thermohyperaesthesia ("dental problems: sensitive to cold"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), back pain ("lower back pain") and pain ("side of the body pain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, thermohyperaesthesia, migraine, nausea, eczema, alopecia, abdominal pain lower, vaginal discharge, vulvovaginal mycotic infection, eye pain, ovarian cyst, back pain and pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, eczema, eye pain, menorrhagia, migraine, nausea, ovarian cyst, pain, thermohyperaesthesia, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: reporters details updated and patient demographics were added. Added events abnormal bleeding (vaginal, menorrhagia), dental problems: sensitive to cold, migraines / headaches, nausea, rashes or skin conditions type: eczema, hair loss, lower abdominal pain, vaginal discharge, vision/eye problems type: both eyes hurt, ovarian cysts, lower back pain, side of the body pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced eczema ("rashes or skin conditions type: eczema"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), abdominal pain lower ("lower abdominal pain"), vaginal discharge ("vaginal discharge"), vulvovaginal mycotic infection ("vaginal discharge caused yeast infection") and eye pain ("vision/eye problems type: both eyes hurt"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and ovarian cyst ("ovarian cysts"). In (B)(6) 2012, the patient experienced thermohyperaesthesia ("dental problems: sensitive to cold"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), back pain ("lower back pain") and pain ("side of the body pain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, thermohyperaesthesia, migraine, nausea, eczema, alopecia, abdominal pain lower, vaginal discharge, vulvovaginal mycotic infection, eye pain, ovarian cyst, back pain and pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, eczema, eye pain, menorrhagia, migraine, nausea, ovarian cyst, pain, thermohyperaesthesia, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: this (B)(4) was delete from bayer data base due to duplicate of (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.